Event description:
User experiencing low results for sodium and alt. Total number of patient samples affected is not known, seven examples were provided. Sample 1 initial sodium result 131 mmol/l, repeat 138 mmol/l. Sample 2 initial sodium 132 mmol/l, repeat 140 mmol/l. Initial results were reported, but no information was provided to determine if any patients were adversely affected. The field service representative determined more frequent user maintenance was needed and resolved the sodium issue by performing the maintenance. He also noted the alt issue was caused by an expired calibrator being used. Performance tests were performed which were within range.

Event description:
User experiencing low results for sodium and alt. Total number of patient samples affected is not known, seven examples were provided. Initial alt result 10.0 I/u, repeat 19 iu. Initial results were reported, but no information was provided to determine if any patients were adversely affected. The field service representative determined more frequent user maintenance was needed and resolved the sodium issue by performing the maintenance. He also noted the alt issue was caused by an expired calibrator being used. Performance tests were performed which were within range.

Event description:
User experiencing low results for sodium and alt. Total number of patient samples affected is not known, seven examples were provided. Initial sodium 125 mmol/l, 135 mmol/l. Initial results were reported, but no information was provided to determine if any patients were adversely affected. The field service representative determined more frequent user maintenance was needed and resolved the sodium issue by performing the maintenance. He also noted the alt issue was caused by an expired calibrator being used. Performance tests were performed which were within range.

Event description:
User experiencing low results for sodium and alt. Total number of patient samples affected is not known, seven examples were provided. Initial sodium result 129 mmol/l, repeat 139 mmol/l. Initial results were reported, but no information was provided to determine if any patients were adversely affected. The field service representative determined more frequent user maintenance was needed and resolved the sodium issue by performing the maintenance. He also noted the alt issue was caused by an expired calibrator being used. Performance tests were performed which were within range.

Event description:
User experiencing low results for sodium and alt. Total number of patient samples affected is not known, seven examples were provided. Initial sodium result 134 mmol/l, repeat 141 mmol/l. Initial results were reported, but no information was provided to determine if any patients were adversely affected. The field service representative determined more frequent user maintenance was needed and resolved the sodium issue by performing the maintenance. He also noted the alt issue was caused by an expired calibrator being used. Performance tests were performed which were within range.

Event description:
User experiencing low results for sodium and alt. Total number of patient samples affected is not known, seven examples were provided. Initial sodium 133 mmol/l, repeat 141 mmol/l. Initial results were reported, but no information was provided to determine if any patients were adversely affected. The field service representative determined more frequent user maintenance was needed and resolved the sodium issue by performing the maintenance. He also noted the alt issue was caused by an expired calibrator being used. Performance tests were performed which were within range.